Event description:
The pt died after the hemostasis valve was removed from the sheath by the nurse, although the sheath with a catheter through it remained in the pt. When the catheter was removed from the sheath, the pt suffered an air embolism and died. The reporter from the hospital stated that there was no product defect or malfunction, and that the incident was due to user error.